Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported device damaged by another could not be replicated in a testing environment as it was related to operational context of the procedure. The reported difficult to position and difficulty to remove could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing noncomformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the implanted stent interacted with the advancing device while attempting to cross, causing the reported difficulty to position and device damaged by another device. The device was then retracted for removal; however, the partially dilated stents interacted with the guiding catheter causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.0x23mm xience xpedition device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded (cto), moderately tortuous, moderately calcified, lesion in the mid left anterior descending (lad) coronary artery, and an 80% stenosed lesion in the mid left main coronary artery. A guide wire advanced through the proximal cap of the mid lad cto segment, and pre-dilatation was performed using a 1.25x15mm balloon. A 3.0x12mm xience xpedition stent was deployed without issue in the left main coronary artery. A 2.0x23mm xience xpedition stent delivery system (sds) was then attempted to be advanced to the lad; however, the stent became stuck with the previously deployed 3.0x12mm xience xpedition stent in the left main. Both stents were partially dilated and were retrieved with resistance into the tip of the guiding catheter and removed from the patient anatomy. A 2.0x28mm xience xpedition was deployed without issue in the mid lad, and a 2.0x28mm xience v was deployed without issue in the left main. Intravascular ultrasound was then performed and showed good wall apposition and stent expansion. There were no reported adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.